Event description:
An issue was reported with a malfunctioning charging port and an unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. The customer declined a callback from customer technical support, and no additional information was received regarding the outcome of the event.